Event description:
It was reported that there was an anomaly with bipolar pacing of this right atrial (ra) lead. Technical services (ts) discussed magnetic resonance imaging (MRI) compatibility with the patient advocate and referred the advocate to the following physician. No adverse patient effects were reported. Currently, this lead remains in service. Additional information was received. This lead was surgically abandoned due to not capturing correctly, and another lead was successfully placed. No additional adverse patient effects were reported.